Event description:
User was receiving low sodium results for controls and pt samples. He replaced the etcher and performed electrode service which improved the performance of the assay. User received discrepant results of 15 pt samples. One example was provided. Initial result was 118 mmol per l, repeat result was 148 mmol per l. No original results were reported and no pts were affected. The customer reported no further events related to this issue.